Event description:
It was reported that the pulse generator was unable to be interrogated prior to implant. Multiple attempts were made unsuccessfully. The device was not able to establish any telemetry with the wand or antennae. The device was not used.

Manufacturer narrative:
The reported field event of unable to interrogate was confirmed in the laboratory and was due to backup vvi (bvvi). The device was tested on the bench and power-on-reset was noted. The cause of the bvvi was due to power-on-set.